Event description:
Patient presented to the emergency department with flank pain had previous history of abdominal aortic aneurysm (aaa) and kidney issues that required stents. During intraoperative angiogram it was found that the previous graft from the aaa repair from 7 years ago was leaking. Patient treatment continued in the or and repair was done.